Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 pockets failed to open due to short circuiting despite reboot and storage recovery attempts. A field service engineer powered down the device, replaced the retractor band, controller board, and row cable, cleaned and reseated all pockets and tray connections, reassembled the unit, powered on the system, and performed hardware test application testing with successful results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 pockets were unable to open and required maintenance. The issue had occurred multiple times, and the customer suspected the drawer may be short-circuited and required replacement. The customer performed a reboot and attempted storage space recovery; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.